Event description:
It was reported that there was a leak through the plunger stopper during use of the bd¿ syringe with needles. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned to sbdm, the complaint lot number is 1805303. There is no match in the sap database for this lot number. The retained samples were tested for leakage: sbdm conducted leakage test using 5 pcs retention samples from lot 1805303 and results are: syringe leak test: when pulled straight, the syringes show no leakage or air aspiration. When pulled obliquely, the syringes show no leakage or air aspiration. Needle leak test: when pulled straight, the syringes show no leakage or air aspiration. When pulled obliquely, the syringes show no leakage or air aspiration. Sbdm further test the 5 pcs retention samples leak test by pumping machine, there was no leakage or air aspiration. Dimension measurement: for the 5 pcs retention samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.061, f20.051, f20.060, f20.059, f20.076; stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.006, f21.043, f21.043, f21.027, f21.038. Device history record review: sbdm reviewed the manufacturing records for possible lot 1805303. No abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku, there were similar issues from other customers. Root cause: from investigations, sbdm could not find leakage on the retention syringes tested as described in the pir. Sbdm tested for leakage on the retention samples by hand and by pumping machine. Further information from bd korea is that the leakage was found when the user was injecting medicine using pumping machine, and there was no leakage or air aspiration when the user inhale the medicine into the complaint syringe by hand. Since sbdm did not received back any actual complaint sample, and sbdm could not replicate same issue that customer was facing using retention sample, through root cause could not be determined in this case. Corrective actions sbdm had quality training on the customer complaint for stopper inspection workers and quality control worker. Sbdm strength inspection for 20ml stopper and monitor the leakage of the 20ml syringe for every lot no. By enhancing inspection method (similar with customer¿s using condition).. Sbdm are checking and reconfirming of injection work condition and implementing of preventive maintenance for gasket mold. Conclusion: no samples was returned back to sbdm. From investigations, sbdm could not find leakage on the retention syringes tested as described in the pir. Sbdm tested for leakage on the retention samples by hand and by pumping machine. Further information from bd korea is that the leakage was found when the user was injecting medicine using pumping machine, and there was no leakage or air aspiration when the user inhale the medicine into the complaint syringe by hand. Since sbdm did not received back any actual complaint sample, and sbdm could not replicate same issue that customer was facing using retention sample, through root cause could not be determined in this case.

Manufacturer narrative:
(B)(4). Medical device lot #: batch number 5805303 was not found for (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a leak through the plunger stopper during use of the bd¿ syringe with needles. There was no report of exposure, serious injury or medical intervention.